Event description:
It was reported that the patient underwent the surgery on (B)(6) 2015. On (B)(6) 2015, the patient was fell. The surgeon found that the blocker of iliac screw was loosened via x-ray. Therefore, the patient underwent a revision surgery on (B)(6) 2016. The surgeon changed the screw and using 4 rod.

Manufacturer narrative:
Results: the correspondence with the sales rep indicated that the blocker had come loose after the patient fell. The IFU states that the surgeon is to instruct the patient that forces upon the spine can cause failure of the implanted device. Conclusion: therefore, the most likely cause of the reported event was determined to be due to the patients activity post-op, which resulted in the loosing of the blocker and lead to the revision surgery.

Event description:
It was reported that the patient underwent the surgery on (B)(6) 2015. On (B)(6) 2015, the patient was fell. The surgeon found that the blocker of iliac screw was loosened via x-ray. Therefore, the patient underwent a revision surgery on (B)(6) 2016. The surgeon changed the screw and using 4 rod.